Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received two 22 gauge nexiva units from lot 9360439 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects. The units were then tested for flashback and flush. Flashback was observed and the needle retracted successfully. Next, the units were flushed with a 1:10 bleach water solution. The units were successfully flushed indicating no occlusions were present inside of the devices. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Both units were able to successfully flashback and flush, therefore, a definitive root cause could not be determined.

Event description:
It was reported that resistance was felt in the saline syringe while flushing the bd nexiva¿ closed IV catheter system during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "problem occurs in saline flushing sequence prior to connecting injector into cannula. There is resistance in the flush syringe when withdrawing the syringe in order to get venous return".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that resistance was felt in the saline syringe while flushing the bd nexiva¿ closed IV catheter system during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "problem occurs in saline flushing sequence prior to connecting injector into cannula. There is resistance in the flush syringe when withdrawing the syringe in order to get venous return".